Event description:
Customer reported device has a melted plastic case around the base connector port and the 3rd and 4th pins from the right side are gone. Customer stated the device base unit has a scorch mark in bowl and the 3rd & 4th pins from the right side of it are gone. No allegation of burning, smoking, or personal injury. A request was made for product return and replacement product was sent.